Event description:
User facility medwatch report received that states "the procedure began as a diagnostic left heart cath. During the attempted orbital atherectomy of the circumflex, the diamondback catheter was unable to cross the lesion. A second attempt resulted in the burr becoming stuck, and the viper wire appeared sheared. Imaging suggested the device had become extravascular with suspected circumflex perforation. Outcome attributed to adverse event: death". The dates of event and patient expiration will be estimated as (B)(6) 2026.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported material separation, foreign body in patient and death appear to be related to operational context. In this case, it is possible that the reported material separation, foreign body in patient and death was due to patient disease state and/or use techniques employed; however, since the device was not returned this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d9, g3, g6, h2, h3, h6 (codes 4118, 3233, and 11 no longer apply) h10: medsun report ((B)(4)). The orbital atherectomy device referenced in b5 is filed under a separate medwatch report number (3004742232-2026-00034).

Event description:
User facility medwatch report received that states "the procedure began as a diagnostic left heart cath. During the attempted orbital atherectomy of the circumflex, the diamondback catheter was unable to cross the lesion. A second attempt resulted in the burr becoming stuck, and the viper wire appeared sheared. Imaging suggested the device had become extravascular with suspected circumflex perforation. Outcome attributed to adverse event: death" the dates of event and patient expiration will be estimated as 01/01/2026.

Manufacturer narrative:
B2, b3: the dates of event and patient expiration will be estimated as 01/01/2026. H10: medsun report. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.